Manufacturer narrative:
The device has been requested to be returned, but has not yet arrived. Once the product arrives and an evaluation has been performed the results will be submitted in a supplemental report. The device history record review is pending. Once the results are available they will be submitted in a supplemental report. Additional product codes, dqo, dqe, kra.

Event description:
It was reported that during patient use with a swan ganz thermodilution catheter that there was leakage of soldem1 from the thermal filament connector. There is no patient harm or injury.

Manufacturer narrative:
One 774f75 catheter with attached monoject limited volume syringe and non-ew contamination shield was returned for evaluation. The reported issue of leakage was unable to be confirmed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than five minutes without leakage. There was no visible damage or inconsistency observed from the catheter body, balloon or thermal filament connector. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint affected unit was returned for evaluation and no defect was found a product non-conformance or device failure associated to manufacturing or design could not be confirmed. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.